Manufacturer narrative:
Report is a duplicate of us201507-0655 MDR report number 9612501-2015-00424.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoraco/lobectomy, the product was torn during the procedure. A nurse stated that incised wound was small, therefore it was pulled out by force. Nothing fell into the cavity. No bleeding. No further incident.